Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt had two leads implanted with the same lot number. It was reported the pt was not receiving effective stimulation. The pt had twisted and missed a fall and was in pain. The pt underwent revision surgery on (B)(6) 2013 where her leads were replaced with new ones. The pt is not receiving effective stimulation.